Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient and order were not crossing. A technical support specialist (tss) dialed into the server and searched for the affected patient. The tss noticed that the patient visit status was showing as placeholder and referred to the relevant knowledge article regarding 'orders not showing (placeholder)'. Further investigation revealed that the patient medical record number (mrn) did not match. The tss explained to the customer the need to identify the correct medical record number and contact the admissions team to resend the admit message. The tss confirmed that the patient orders were now appearing under the correct medical record number, while the incorrect record had already been discharged. The correct patient record was showing as admitted with the appropriate orders listed. The system functioned after the technical support specialist troubleshoot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user indicated that no scheduled maintenance had been performed, and all orders and patient information were not transferring as expected. However, there were no delays or adverse events or injuries reported based on this event.